Event description:
Reportedly on (B)(6) 2011, the physician observed that: the residual longevity displayed by the programmer was 953 months +/-48 months. The saved pt file was dated (B)(6) 2011. The physician asked why he observed such behavior. It should be noted that the orchestra programmer date was set to (B)(6) 2011.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.